Event description:
It was reported that during implant the implanter had difficulty positioning the lead. After many attempts to find proper positioning the helix would no longer extend or retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant the implanter had difficulty positioning the lead. After many attempts to find proper positioning the helix would no longer extend or retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Upon further review, it was noted that although multiple lead positions were attempted, the implanter did not express that there was any difficulty with positioning.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. Tip seal observation.